Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device was discarded.

Event description:
Company representative reported that during a training with a patient at the hospital, they noticed the cartridge leaked insulin during the filling process. No adverse event reported. Product has been discarded; no product will be returned.